Event description:
During the atrial fibrillation procedure, blood leaked from the valve after insertion into the patient. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Manufacturer narrative:
Additional information.

Event description:
During the atrial fibrillation procedure, blood leaked from the valve after insertion into the patient. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. There was no confirmed that an air movement into the patient's body. No additional puncture was performed when the introducer was replaced.